Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce or verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.  (B)(4).

Event description:
It was reported to physio-control that the screen of the customer's device flashed when the device was powered on, but that the device would not complete its boot cycle and then powered off. There was no patient use associated with the reported event.